Event description:
Boston scientific received information that this product was part of a system revision due to infection. Furthermore, it was noted that the lead broke off during extraction and a portion of it remains in the patient¿s body. However, this lead is no longer in service. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection revealed an extremely stretched conductor coil as well as the proximal coil. Additionally, the gore covering was torn in a few places. A severed distal end of the midbody insulation was also noted. Furthermore, it was noted that the lead broke off during extraction. Finally, damaged to leads was confirmed to have been induced by the user.